Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but an olympus field service engineer (fse) was on site and inspected the device. The evaluation of the fse confirmed the occurrence of error e433, which could not be reproduced, but was found in the error log. However, the fse exchanged the generator board as a precautionary measure. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. The evaluation also found several damages on the generator's surface and a missing volume knob, which was caused by improper handling and is thus attributed to use error. However these findings are not related to the reported error message. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Event description:
Olympus was informed that during preparation for an unspecified therapeutic procedure the staff heard an alleged spark from the esg-400 hf generator. However, this spark was not seen. During onsite inspection by a field service engineer error e433 was found in the error log several times. No further information was provided but there was no report about an adverse event or patient injury.